Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample (lithium heparin). Due to the initial positive patient result, two serial sample draws were performed and the results were both negative. The customer performed repeat troponin testing from serum separator tube (sst) samples and the results were negative for each patient sample draw. The initial sample (lithium heparin) was repeated and the result was negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that there are no known causes for the discordant advia centaur cp troponin ultra patient result. No further evaluation of the device is required. The instrument is performing within specification.